Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: commenting that he didn't like the small distal plastic tip geometry. Reportedly shortly after commenting that it gets in the way/pushes into the labrum, the distal plastic tip broke off. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be cleaning/wiping off the excess glue after applying was not performed during assembly.

Event description:
It was reported that the tip broke off during the procedure. It is unknown whether or not the tip was removed from the patient. The procedure was completed successfully with no medical intervention.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke off during the procedure. It is unknown whether or not the tip was removed from the patient. The procedure was completed successfully with no medical intervention.